Event description:
The report rec'd indicated that during a percutaneous coronary intervention to treat an eccentric and severely calcified mid left anterior descending lesion of a female pt, the stent accordioned and when the physician went to pull it out, there was no stent on the balloon. The physician was unable to locate the stent in the pt. Two xience stents were implanted instead. No adverse event to the pt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info has been requested and will be submitted within 30 days from receipt.